Manufacturer narrative:
This complaint is related to MDR #1828100-2015-00925. Per follow-up with the subsidiary site on 15-oct-2015, there were no error messages observed, no abnormality with the hose connections, no gas leaks, a mechanical gas flowmeter was used, and a second calibration was performed (calibration was performed immediately prior to the case). During laboratory evaluation, the product surveillance technician (pst) connected the suspect electronic patient gas system (epgs) to a system one simulator and central control monitor (ccm), attached oxygen and air at 50 psi, entered a perfusion screen on the ccm and waited the 15 minute oxygen (o2) sensor warm-up period. The pst initiated calibration and calibration passed. The measurement of the direct current (d/c) output voltage from the o2 sensor at 5 liters per minute (l/min) and 100% o2 was 1.93 volts, within the specification of 0.55-2.758 volts.

Event description:
Additional information received on 15-oct-2015: the surgical procedure was completed successfully.

Manufacturer narrative:
Log analysis confirmed the complaint but not the date. As per log analysis, each attempt to calibrate fails with "o2 sensor out of range at calib (sensor value = 0)". This indicates a problem with the oxygen (o2) sensor or a connection to the o2 sensor. Later after multiple power cycles, calibration was successful. If the o2 sensor was replaced, the proper procedure was not followed. The o2 sensor hours was never zeroed. The system was power cycled two more times, possible to replace the o2 sensor again but the o2 sensor hours were never zeroed. All calibration attempts were successful. The o2 sensor was manufactured on (B)(6) 2014. As per system 1 operators manual, the customer should replace the o2 sensor every six months. Additionally, the unit was manufactured in 2004 and there is no record of reconditioning done on the epgs as suggested by manufacturers operators manual every two years. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
(B)(4). The subsidiary manufacturing engineering center (mec) changed the oxygen (o2) sensor. After unit inspection, he confirmed that fraction of inspired oxygen (fio2) value differed -5%. Because failure of the o2 sensor was presumed, he changed the o2 sensor three times in total, but -5% gap was not resolved. The suspect unit was replaced with a manufacturer demo unit. The suspect device will be returned to the manufacturer for further evaluation.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the electronic patient gas system (epgs) would not calibrate. As a result, an alternate device was employed. There was no delay, no blood loss, nor adverse consequences to the patient.